Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >15 colony forming units (cfus) of klebsiella pneumoniae sp.complex, >15 colony forming units (cfus) of klebsiella oxyloca, and <15 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.